Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized as a result of high blood glucose on (B)(6) 2018. Customer¿s blood glucose at the time of the incident was over 600 mg/dl and current blood glucose is 404 mg/dl. The customer treated with the insulin pump. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does allege pump was under delivering because the insulin pump had been delivering insulin and blood glucose was kept rising. The customer reported that they had performed displacement test and high performance test and both tests was passed. The insulin pump will not be returned for analysis.